Event description:
Olympus was informed that two devices failed during a laparoscopic total hysterectomy and bilateral salpingo-oophorectomy. The teflon pad melted and peeled off from the grasping section of the devices. There were no fragments that fell inside the pt. The intended procedure was successfully completed using a third device. There was no pt injury reported.

Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined at this time. Additionally, teflon pad damage can result from continuous activation of the output without tissue between the probe and the grasping section. If additional info or if the device is received at a later time, this report will be supplemented.